Event description:
It was reported that the basket of a ngage nitinol stone extractor would not open prior to use in a rirs (retrograde intrarenal surgery). As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
E1- (B)(6). G4- PMA/510(k) #: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluated by mfg. = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information: the device was tested prior to use, in a straight position, and it did not open. The user did not attempt to close the basket prior to removing it from the plastic tray. A laser was not used at the same time as the device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: it was reported that the basket of a ngage nitinol stone extractor would not open prior to use in a rirs (retrograde intrarenal surgery). The device was tested prior to use, in a straight position, and it did not open. The user did not attempt to close the basket prior to removing it from the plastic tray. A laser was not used at the same time as the device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned to cook in an open package for evaluation. The handle did not actuate basket formation. There were multiple kinks in basket sheath. The handle was disassembled, and the basket formation cannot be manually actuated. A visual examination notes a clear tubing like material is keeping basket wires together, preventing basket from opening. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A lot history search found 6 complaints had been reported for this lot. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the investigation of the returned device, and its manufacturing date, the issue was identified as being with the basket assembly, which is a supplied component. A scar (supplier corrective action request) and CAPA (corrective and preventative action) were created to address the issue. The cause for the issue had not yet been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.